Manufacturer narrative:
Concomitant medical products: dtmb1d1, crt-d, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was inappropriately shocked by the right ventricular (rv) lead due to t-wave oversensing (twos). The rv lead remains in use. It was further reported that the right atrial (ra) lead has far field r-wave (ffrw) oversensing causing inappropriate mode switch and atrial episode detection on the device. The lead remains in use. No further patient complications have been reported as a result of this event.